Event description:
Upon further review it was determined there were no performance issues with the atrial lead.

Event description:
It was reported that during follow up visits the atrial lead exhibited decrease and varying thresholds, and decrease and varying impedance. The right ventricular (rv) lead exhibited increase and varying thresholds and decrease and varying impedance. The device settings were reprogrammed, and the atrial and rv lead remained in use. During additional follow up visits it was also reported that the atrial and rv lead exhibited varying thresholds. It was also reported that the rv lead exhibited high thresholds, and adjustments to the lead output settings were made. The atrial and rv lead remain in use, and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was intermittent. Analyst commented, daily trend shows intermittent atrial capture from (B)(6) 2015. Atrial impedance normal and steady near 400 ohms throughout record. (B)(4).